Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented after hearing an alert, whereupon device interrogation noted noise and 340 short intervals, which could indicate oversening. The lead remains in use. No patient complications have been reported as a result of this event.